Event description:
A patient underwent an ultrasound guided drainage catheter placement procedure using the navarre universal drainage catheter. Post the procedure on (B)(6) 2026, the drain was noted to be cracked shortly after the patient returned to the unit. This resulted in unexpected or prolonged care. The procedure was completed using another drain. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.